Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was not reported. The patient was hospitalized and was treated with ceftazidime, cefalotin ad amikacin for peritonitis. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was unknown. No additional information is available.